Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear and ratchet set screw were worn, and the comb was bent. The comb, ratchet gear, and ratchet set screw was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. The it is recommended that the devices should be returned every 12 months for inspection and preventive maintenance. The device has not been returned for repair in 17 years. However, a definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that the skin graft mesher ratchet was unable to work properly. The skin graft comb has a visible dent that can be seen. The event occurred outside of surgery. There was no patient involvement, no harm, no delay. No additional information is available. No adverse events were reported as a result of this malfunction.